Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was not in use on pt.

Manufacturer narrative:
The biomedical engineer replaced the data acquisition to motor controller cable, flow sensor cable, & data acquisition board per product support recommendation. The unit is now back in service. The manufacturer¿s contact person address is (B)(4).

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was not in use on patient.

Manufacturer narrative:
Pr#: (B)(4).